Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient experienced runs of ventricular tachycardia and was moved to the ICU for closer observation. Due to the patient's instability, a decision was made to exchange the patient's pump for hemolysis and suspected pump thrombosis. The patient's renal function was good, urine output was good, and creatinine was 1.0 mg/dl. The patient's last lactate dehydrogenase was still quite high at 2400 u/l.

Manufacturer narrative:
Examination of the pump blood-contacting surfaces found three small, white, tissue-like depositions in the outlet stator. The depositions were loosely seated between the outlet bearing and each of the stator blades. The depositions did not show laminated layering or denaturing, indicating that the depositions did not form in the outlet stator. Examination of the distal end of the pump rotor and outlet bearing cup did not reveal any contact marks, indicating that the depositions were not likely present while the pump was operating. If the depositions were present while the device was supporting the patient, they could have potentially contributed to the reported increase in the patient¿s lactate dehydrogenase level. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The reassembled pump was operated on a mock circulatory loop and functioned as intended. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.